Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer state the metal frame was breaking in between where the hi-lo motor bracket was welded to the bed.